Event description:
Attorney reported: on (B) (6) 2007, pt underwent incisional hernia repair surgery. Pt's hernia was repaired with a bard composix e/x mesh, lot 43jqd583, (B) (4) . Pt subsequently developed redness around the incision area along with fever and chills. A CT scan revealed fluid around the mesh. On (B) (6) 2007, pt underwent removal of the infected mesh. During the removal procedure, the wound was packed with a catheter placed to facilitate drainage. He was discharged on (B) (6) 2007. Because of the defective composix e/x patch and the multiple medical visits and surgeries necessitated, pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.